Event description:
The customer stated that the insulin pump was alarming repeatedly. The customer went to the ER and was admitted. The reported blood glucose reading at the time of the call was 248 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information once the analysis has been completed. No conclusion can be drawn at this time.